Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 immunoassay for one pt. A pt sample was tested for accu tni and a result of 2.81ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested on a different instrument in the customer's lab and results of 0.06ng/ml and 0.04ng/ml were obtained. The result of 0.06ng/ml was reported out of the lab. The customer then re-tested the original sample on the dxi 800 instrument and repeated result was 2.27ng/ml. There was no effect to pt in connection to this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube and was centrifuged at 3,100 rpm for 9 minutes. Based on available information, the customer ran qc after the event, and qc values resulted out of specifications high. However, exact qc results were not supplied. The customer was advised to perform a system check by customer technical service (cts), which did not pass. The customer tried troubleshooting the event by replacing the peri-pump tubing prior to field service engineer (fse) arrived without success. The fse was in the customer's lab in 2008. The fse inspected the instrument and discovered wash pump #2 loose and leaking an air into the system, and aspirate probes #1 and #3 not washing the rv's. The wash pump was reseated and sealed tightly. The instrument was primed and a system check was performed, which passed. The customer ran qc. Per fse, the air leak within the wash system was responsible for the failure of the system check and results would have been affected due to the hardware problem. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.